Manufacturer narrative:
The device (B)(4) has been inspected for investigation purpose. The tests performed confirmed that the monitor power cord degradation due to wear and tear from use was the root cause of the monitor shutting downs. The monitor and monitor power cord were replaced for repair purpose. (B)(4).

Event description:
During a device test part of the preventive maintenance, it was identified that the touchscreen was non-functional. There was no patient involvement reported.